Event description:
Catheter fever was suspected. The port system was removed on (B)(6), the pt's body temperature was lowered from 39c to 37c. (Main infusate: amikamycin, habekacin, intralipos. Neoparen no2 and antibiotics for fever. Pre-flush and post-flush was performed for each intralipos or antibiotics infusion.)

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.